Event description:
The customer contacted stryker to report that their device does not power on with ac or dc power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the system board. After replacing the system board, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to shorted t1 transformer on the system pcb assembly.

Event description:
The customer contacted stryker to report that their device does not power on with ac or dc power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.